Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿description/indication the self-adhering male external catheter is designed for the management of male urinary incontinence. Contraindication do not use on irritated or compromised skin. Precaution do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Directions: to apply 1) wash penis with mild soap and warm water. Dry thoroughly. 2) trim pubic hair if necessary. 3) open package at perforation. 4) to remove plastic insert, squeeze catheter at the top of the white cone and pull to release."

Event description:
It was reported that the male external catheters have too much adhesive and the patient cannot remove the catheters without pain. No medical intervention. Patient's wife (B)(6) advised via phone on (B)(6) 2019 that (B)(6) had been to the dermatologist and was instructed to use vaseline on the areas of the penis where the skin had come off until it heals.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the male external catheters have too much adhesive and the patient cannot remove the catheters without pain. No medical intervention. Patient's wife (B)(6) advised via phone on (B)(6) 2019 that (B)(6) had been to the dermatologist and was instructed to use vaseline on the areas of the penis where the skin had come off until it heals.